Manufacturer narrative:
Approximate age of device - 4 years, 11 months. The replaced portion of the repaired percutaneous lead (driveline) was returned for analysis. The evaluation is not complete. The patient remains on going with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that during a log file review by the technical service representative, pump stoppage events were confirmed on (B)(6) 2018 which occurred during battery use and when the device was tethered to a power module. X-rays of the internal portion of the percutaneous lead (driveline) were unremarkable, however, the external x-ray image revealed some signs of wear and tear. On 25sep2018 technical service representative confirmed that two distal end percutaneous lead (driveline) replacements were performed. Prior to completing the initial repair, the pump alarmed, therefore, a the second replacement was performed approximately 2 inches closer to the exist site. No additional information was provided.

Event description:
Additional information: additional information was received from the vad coordinator indicating that the patient was discharged home after the repairs with a routine follow-up scheduled.